Manufacturer narrative:
This device was retained by the hospital. If information is provided in the future, or upon completion of analysis if the device is returned, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to what appeared to be supraventricular tachycardia (svt) with possible abberancy. The shock impedance was 111 ohms with this delivered shock. It was noted an inappropriate shock had previous been delivered for a narrow atrial fibrillation (af) approximately six months earlier. The device was subsequently explanted and successfully replaced due to routine change out. No adverse patient effects were reported.